Event description:
It was reported that during a routine device replacement, damage to the right ventricular lead insulation was observed. Electrical parameters were all normal. The physician opted to cap and replace the lead at that time. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.